Event description:
The customer reported device pressure changes while on a pt. No pt injury was reported. The nellcor puritan-bennett factory service technician tested the device and verified excessive volume fluctuations and volume loss. The technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.